Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the battery cap was unable to fully tighten. The battery cap threads were damaged and the battery compartment threads were damaged as well. Due to the battery cap damage, the cap would stick making removal difficult.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.